Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead helix could not be fixed, and the lead dislodged several times during the replacement procedure. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.